Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it has performed to specification up to (B)(6) 2011. Info obtained from the device showed evidence that the device failed an auto self-test on (B)(6) 2012. The returned device was powered on manually, no warnings were given but the status led failed to illuminate. The device was tested and performed to specification. This confirms the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned in that the status indicator was not flashing.